Event description:
Event description guidant received information that the patient with this pacemaker has been checking his pulse using a blood pressure monitor and observed that his pulse was ranging from 44 to 73 bpm. Additionally, the patient indicated that he had a colonoscopy and the clinician took his pulse three times, which also showed a pulse of around 44 bpm. The patient indicated that he hasn't been symptomatic.